Event description:
This is filed to report inability to remove the gripper line post clip deployment, thrombus, medical intervention, entrapment, surgery to and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve and mr was reduced to 1. However, the gripper line would not detach from the clip. Troubleshooting was performed by checking alignment and then removing the gripper caps and attempting individual gripper line removal without success. The clip delivery system was removed but the gripper line remained in the patient. The md noted what appeared to be a thrombus on the gripper line and a 7 french catheter was inserted over the gripper line to aspirate the clot. However, the catheter became caught on the grippers of the implanted clip and the catheter was unable to be removed. A clinically significant delay in procedure was reported and the patient was taken to the operating room and underwent open heart surgery for removal of the gripper line, clip, and catheter and had a mitral valve repair of a1/p1 area of the mitral valve. The patient was reported to be recovering from surgery and doing fine. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report the following information was reported: during deployment, when the physician pulled the actuator knob back, the knob retracted more than usual. Then, the gripper lever was retracted and the grippers would not raise. The gripper line would not detach from the clip and the clip would not detach from the clip delivery system (cds). No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the gripper line jam, gripper actuation issue, entrapment of device (gripper line left in body), and clip deployment are cascading events of the observed gripper line caught in the fes. However, a cause for the gripper line caught in the fes could not be determined. The reported excess actuator knob retraction is a normal function of the device and is not indicative of a product issue. A cause for the reported thrombus could not be determined. Additionally, thrombus is listed in the mitraclip instructions for use (IFU) as a known potential complication associated with mitraclip procedures. The reported removal of foreign body, unexpected medical intervention, surgical intervention, hospitalization, and delay to treatment were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.d10, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation.